Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: white tip of harmonic damaged,¿ melted and fell apart¿¿ during procedure on (B)(6).

Event description:
It was reported that during a liver resection procedure, using the lap harmonic shears the white plastic piece (tip) fully detached from the device during procedure. The generator warnings advised to release pressure on the blade and activate the instrument but the issues did not resolve and the instrument was removed. New harmonic was opened to complete the procedure. No patients were harmed during this procedure and case was completed successfully. Staff stated that surgeon was using the harmonic correctly and assume the harmonic is faulty.

Manufacturer narrative:
(B)(4). Batch # n91j5l. The device was returned with the tissue pad damaged, melted and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. There were no alert screens displayed at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between the jaws. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. When the ¿relax pressure on blade; reactive instrument to continue¿ alert screen appears, it is advising that the instrument has been loaded to the point where the output has stopped. The user needs to relax pressure on the instrument or reposition so there is less tissue in the clamp. Release the activation switch and reactivate the instrument to continue. However, no alert screens were displayed at any time during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.